Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 june 2024, a 29mm tailor annuloplasty ring was selected for implant. The dimensions of the native valve are not available. The mitral valve was sized with a tarp sizer set. After the ring was implanted, during saline test, it was determined that there was significant regurgitation; further described as moderate. The 29mm ring was explanted and replaced with a new 30mm rigid saddle ring, which was successfully implanted. There are no allegations of malfunction with the first ring. The patient was hemodynamically stable throughout the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of lack of effect and mitral regurgitation after implant was reported. The device was returned to abbott for investigation. The investigation found no damage or anomalies to the ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported lack of effect and mitral regurgitation could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was explanted and a larger ring was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.